Event description:
Tech alleged that the head siderail would not lock in the up position.

Manufacturer narrative:
Tech found that the e-clip was missing from the siderail latching bar. Tech realigned the siderail latching bar and replaced the e-clip to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.